Event description:
Complainant alleged that during a routine shift check by a clinician, the device's main knob was missing and the device could not be turned on without the use of pliers. When turned on, the device failed self-test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll, the customer's report that the main knob was missing was confirmed and the knob was replaced to resolve the malfunction. The customer's report that the device failed self-test was observed, however, after reseating a loose interconnect cable the malfunction was no longer duplicated. The interconnect cable was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.